Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to low blood glucose of 40mg/dl. The caller stated having an infection on her leg. Troubleshooting was performed. The reservoir was showing more insulin than what is shown on the status screen. The customer stated that the device was not exposed to any magnetic field. Assisted the caller to perform the displacement test and passed. No further information was provided.